Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after placement of the foley catheter in the patient, the balloon of the catheter broke. The manufacturer explained to the customer that pre-testing was unnecessary, but customer stopped, resulting in damage. Please state in the report that the cause of the damage was being checked for all units.

Manufacturer narrative:
The reported event was confirmed cause unknown. Received (5) photo samples. The first photo sample shows the overview of the foley catheter with sample port connector. The second photo shows the rupture balloon catheter. The third photo shows the inflation valve cap. The fourth and fifth photo shows a paper with foreign language. Visual evaluation of the returned sample noted one opened (without original packaging), a 2 way foley catheter with cut portion of inlet tubing 2758j14 and lot number nghz2821. Visual inspection noted the catheter balloon had rupture (measuring 0.3965 in). No missing pieces were noted. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after placement of the foley catheter in the patient, the balloon of the catheter broke. The manufacturer explained to the customer that pre testing was unnecessary, but customer stopped, resulting in damage. Please state in the report that the cause of the damage was being checked for all units.